Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized. Blood glucose value not provided. Multiple attempts were made to follow up with the customer; however, no response was received. No further information available regarding the issue.